Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a primary knee surgery, the implant slipped and twisted off impaction/insertion handle. The implant did not seat correctly but had also become damaged. The implant was removed and no patient injuries were reported.

Manufacturer narrative:
Additional information: the associated device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device is intact and show very little damage. Cement is present from the attempted implantation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the implant showed bone cement attachment to the femoral component. Damage to the sides of the femoral component correspond to the reported complaint and were likely caused when the impaction/insertion handle slipped and twisted. This damage potentially happened because the impaction/insertion handle was not fully seated in the connection ports on the femoral component. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.